Event description:
It was reported "cvl had propofol infusion running through one lumen, found to have backflow of propofol in another lumen. Second time this problem has occurred recently". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00963.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 4-lumen catheter for evaluation. No signs of use in the form of biological material were observed on the returned catheter. No obvious defects or anomalies were observed. The catheter body total length from juncture hub to the end of the distal tip measured 220 mm, which is within the specifications of 207 mm - 227 mm per catheter product drawing. The outer diameter of the distal extension line was 0.086" , which is within the specification limits of 0.084" - 0.088" per distal extension line extrusion drawing. The outer diameter of the proximal extension line was 2.18 mm, which is within the specification limits of 2.17 mm - 2.19 mm per proximal extension line drawing. The outer diameter of the blue medial extension line was 2.18 mm, which is within the specification limits of 2.17 mm - 2.19 mm per blue medial extension line drawing. The outer diameter of the white medial extension line was 0.085", which is within the specification limits of 0.084" - 0.088" per white medial extension line extrusion drawing. Functional inspection was performed per the product IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter lumens were flushed with water using a lab inventory syringe. No leaks, crossovers, or blockages were observed on any of the extension lines. The returned catheter was tested per bs en iso 10555-1 section 8.7 ((B)(4)) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected to the leak tester. When individually pressurized, no leaks or inter lumen crossover was detected between any of the extension lines. The instructions for use (IFU) provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The customer report of catheter backflow was not confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements. Leak testing performed per iso 10555-1 revealed no evidence of leaks or inter lumen crossover. Based on analysis of the returned sample, no problem was identified. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "cvl had propofol infusion running through one lumen, found to have backflow of propofol in another lumen. Second time this problem has occurred recently". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00947 and 3006425876-2025-00963.